Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1400302) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported: placed device into sheath inflated and pulled back. Balloon collapsed into sheath during pull back which resulted in mynxgrip balloon coming through the sheath and was unable to deploy. Manual compression was applied for 20 minutes. The pt was not hospitalized. Stick location: low common femoral still on femoral head.